Manufacturer narrative:
The coaguchek softclix lancet device and a package of 19 unused coagu-chek softclix lancets were returned for investigation. The reported failure on protruding lancets could not be confirmed during investigation. The customer lancing device was tested with test lancets (lot u21a8) and some of the customer lancets into a rubber at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. Furthermore, no lancet was sticking out of the end cap. The lancing device was disassembled for investigation, but no abnormal attribute was found which could verify the customer allegation. The lancing device works in accordance with specifications. Some of the received customer lancets were investigated with a microscope, but no abnormalities could be observed in terms of the customer allegations.

Manufacturer narrative:
The reporter's device and lancets were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with a coaguchek softclix lancet device. The reporter stated that a lancet was properly seated in the device, but the needle protruded past the end cap of the device. The reporter noted that the lancet needle appeared longer than other lancets in the box. The reporter inserted a new lancet and the needle did not protrude past the end cap of the device.